Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with afx2 for aorto-iliac occlusive disease (aiod) which is currently outside the indications for use. The afx 2 bifurcated was placed without issue. The physician proceeded to place an ovation ix extender as a infrarenal cuff, upon removal of the ovation delivery system it was noted that the extension was dislodged and covering the left renal. The physician attempted to pull down the extension with both a reliant and powerflex balloon, but it was unsuccessful. Another unsuccessful attempt was performed with a destino tunnel. The physician elected to convert to open repair and perform a left external iliac bypass with a non endologix stent, and another two (2) non endologix stent was placed in the proximal common iliac down to the hypogastric. A final angio was completed showing all vessel patent. A left renal bypass was completed to restore the renal flows. Patient was reported to tolerate the procedure well. No additional patient sequalae has been reported.